Event description:
Customer reported that after software upgrade, it was noted that invasive pressure test failed during opcheck. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.